Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 585 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer felt tired and nauseated .the customer was assisted with trouble shooting and checked for leaks as well as checked the basal rates/settings. The insulin pump appeared to be fine. However, the customer stated that they will call back to preform a high pressure test and to provide the reservoir and set information for replacements.